Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The patient reported that their therapy is going in and out, stating that they are shaking the day of the report. The stated that they think the battery is dying. The programmer showed that the device was on and okay. Patient services recommended the patient follow up with their healthcare provider (hcp) about their symptoms and to have the ins checked. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the patient reporting that the root cause of the intermittent stimulation and battery depletion were unknown. No further patient complications have been reported as a result of this event.